Event description:
It was reported that the leads were attached/stuck in the header. The leads could not be removed from the header. The physician cut the leads by scissors. The leads were explanted and replaced. The device was explanted and replaced. No patient complications were reported as a result of this event and the patient status is reported to be good.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summarymet expected longevity. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.